Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department in complete heart block. Device interrogation with a programmer found that this rv lead exhibited high threshold measurements, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The lead configuration was reprogrammed to unipolar and pacing impedance measurements were within normal limits at 503 ohms and capture was confirmed. An x-ray was performed and noted a lead fracture. The patient was admitted to the hospital and given an isoprenaline infusion. Surgical intervention was undertaken three days later. This rv lead was surgically abandoned and replaced. Review of the right atrial (ra) lead during the procedure noted damage to the insulation. An attempt was made to gain access to place a new ra lead, however, access could not be gained through the subclavian vein. The ra lead was noted to have been performing satisfactory from an electrical perspective, so the physician elected to repair the lead with a lead cap to cover the damaged insulation. Lead testing demonstrated satisfactory function of the ra lead. The procedure was completed after three hours. No additional adverse patient effects were reported.